Manufacturer narrative:
Clinical investigation: although a temporal association with the adverse events of the patient¿s estimated blood loss and subsequent ¿code¿ and the 2008t machine and custom combi set exist, there is no documentation in the complaint file supporting a causal relationship between the adverse event and any fresenius product. The adverse event of blood loss was a direct result of the patient¿s dialysis venous line being pulled (dislodged) from the cvc port when the patient sneezed during hd treatment leading to the patient subsequently coding which required unknown resuscitation efforts. Additionally, there is no allegation of any machine malfunction. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
This is follow-up #2: in the initial submission, it stated the following: "the patient was initially admitted to the hospital for observation only, however, the patient experienced a severe and required further treatment." The word "severe" is changed to "seizure."

Event description:
The patient was initially admitted to the hospital for observation only, however, the patient experienced a seizure and required further treatment.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a patient lost approximately 300 milliliters (ml) of blood during hemodialysis (hd) treatment after the catheter separated from the venous line and fistula needle. This event occurred approximately one hour and forty-five minutes into treatment. It was further stated that the fresenius 2008t hd machine did not alarm. It was reported that the patient coded during hd treatment and was transported to the hospital. The patient did not complete treatment. The facility staff does not believe that the patient code was related to the blood loss and there were no reports from the hospital that supports a relation to the blood loss. The patient was initially admitted to the hospital for observation only, however, the patient experienced a severe and required further treatment. The patient was released from the hospital after three days and has since returned to the facility for regularly scheduled hd treatment. No defect or malfunction of the fresenius products in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. No samples are available to be returned to the manufacturer for evaluation.